Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in-clinic with the right atrial lead exhibiting impedance values exceeding the upper limit. All other measurements were within normal range. The physician decided to continue monitor the patient. The patient was stable.